Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks and inappropriate anti-tachycardia pacing. The right ventricular (rv) lead was suspected to be fractured as there was interference/noise and abnormally high impedance. The lead was capped and not replaced per the patient's wishes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.